Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously ferritin (f) result for one patient sample generated by the (B)(4) ise chemistry analyzer. The erroneous result was not reported out of the laboratory. The sample was returned to bci for further analysis. The sample was pretreated with heterophilic blocking tubes (hbt), which confirmed heterophilic interference. It is unknown if patient treatment was affected in this event.

Manufacturer narrative:
No further information is provided for this event.